Event description:
It was reported that loss of capture was noted. Lead dislodgement was found. Patient had twiddler's syndrome. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Analysis was normal. No anomaly found.